Event description:
Codman intracranial pressure monitor lost reference number. Read as -99 and manual reference number change not possible. Icp had been reading 16-18 prior to problem. After machine changed, icp was 27.